Event description:
It was reported that a new ilet user experienced hyperglycemia while using the pump, noting a glucose reading around 203¿204 mg/dl with a rightward trend arrow and asking how to deliver a bolus without a meal announcement; she was educated that the ilet requires meal announcements for bolusing, to announce only when eating, and to allow the system to auto-adjust. Symptoms included no acute clinical effects. Outcomes included no medical interventions, no backup therapy, and no ketone testing. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms and no identifiable device malfunction, with cause of the hyperglycemia unclear. It was concluded that the device was functioning as designed and that user education was provided regarding proper use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.